Event description:
It was reported that there was t wave oversensing (twos) on the right ventricular lead. The patient has a history of twos during sinus arrest when the patient paces in the right ventricle so the ventricular blanking period was reprogrammed. The patient also had twos during sinus rhythm, so the rv sensitivity was adjusted which eliminated the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.